Event description:
Procedure type: lap hernia repair. According to the reporter: after the surgeon inserted laparoscopic pediport, pieces of plastic material were seen in the port site. Port was removed by surgeon, examined with damage noted. All visible pieces of plastic were extracted. The operating time and incision were not extended as a result. There was no additional bleeding. No patient injury was reported. Patient is fine.

Manufacturer narrative:
(B) (4).